Event description:
It was reported that during charging the device was arcing and the customer observed a burnt smell. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.